Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was reported to have clinical decline and rehabilitation had been challenging for him, with episodes of kicking and screaming on (B)(6) 2019 (administered haldol for this). The patient had failure to thrive and experienced poor nutritional and overall status. He had a percutaneous endoscopic gastronomy tube put in (B)(6) 2020. Palliative care was consulted and the care was withdrawn, the patient subsequently expired on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (symptomatic low flow alarm, patient condition, patient outcome) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The reported low flow alarm could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported that the patient suffered a significant cva postoperatively, requiring trach and g tube placement (captured under manufacturer's report #s: 2916596-2019-03343 and 2916596-2019-03343). Despite pt/ot efforts, the patient remained unable to ambulate, self-transfer or provide any activities of daily living given the cva residuals. Despite regular diet, supplements and tube feeding, the patient experienced severe malnutrition and failure to thrive. On (B)(6) 2020 the patient had a symptomatic low flow alarm and was given 200cc of albumin. The patient¿s clinical condition continued to deteriorate until (B)(6) 2020. At that time the patient was disoriented, somnolent and a total care bed bound patient. The patient's family decided to transition to inpatient hospice. The patient's family requested for the patient to be made comfortable and for the lvad to be turned off. The patient¿s aicd and lvad pump were turned off. The patient subsequently expired on (B)(6) 2020 with the cause of expiration reported to be heart failure. The clinical specialist later reported that the device operated as expected. The 200cc of albumin reportedly resolved the low flow alarm. No log files were submitted for evaluation. Heartmate 3 lvas, serial number (B)(6) was not explanted for evaluation. The hm3 lvas IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" also provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.